Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had keypad anomaly and the pump information was difficult to read. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the buttons on the insulin pump were less responsive and there were scratches on the screen making it difficult to read the pump information. The insulin pump will not be returned for analysis.